Event description:
Potential for injury associated with a broken wheel lock on a 9xt standard wheelchair. This event can cause the chair to be unstable when the user is rising from or lowering into the chair, resulting in a possible fall.